Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's eye. The surgeon reports aggressive inflamation and believes it to be endophthalmitis. Attempts to obtain additional information have not been successful.